Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture", "capsular contracture" grade iii.

Event description:
Patients representative reported "capsular contracture" grade iii, "intracapsular heterogeneous tissue, findings compatible with silicone-induced granuloma", "intracapsular liquid sheet" and "intracapsular rupture" diagnosed via MRI. This record is for the right side. Device remains implanted.